Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.

Event description:
Customer called to report that she went to the ER because her blood glucose level (bg) was 404 mg/dl. She did not have any other specific details. She gave herself correction bolus insulin doses, but when her bg reached 404 mg/dl, she went to the ER. Customer threw this pod away. No further information is available.